Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetologist visit and diabetic ketoacidosis. It was also reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had visited their diabetologist due to hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 5 and 24 hours. The patient also reported being unsure if the cannula was properly inserted into the infusion site (leg). Symptoms reported include nausea, fatigue, and dizziness. The patient was also tested for ketones and was diagnosed with diabetic ketoacidosis. The patient was treated with 34 units of insulin and released 30 minutes later.